Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed an infection at his ipg site. Culture results were taken and showed (B)(6) infection. The physician explanted the pt system on (B)(6) 2012. No further info is available at this time.